Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced anterior chamber bubbles that interfered with the tracker during a laser treatment on the left eye. As a result of the anterior chamber bubbles, the procedure was aborted. The surgery center indicated the need to reschedule treatment in order to allow bubbles to dissipate. The procedure was completed the following day. The surgery center indicated the post-operative vision was excellent. Pre-op: best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -1.00 x -.75 x 81, left eye (os) pre-op 20/20 -1.00 x -.75 x 92.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.